Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the batteries. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Unable to verify cause of complaint as the batteries were not returned for analysis, however a sire representative indicated that the imaging system may, in fact, not have been left plugged in such that could properly charge. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the medtronic imaging system battery levels are low. He confirmed they store system turned off and plugged into an active outlet. The site unplugged the mvs to move it into a room and by the time they came back the system showed critical battery level. There was no patient present when this issue was identified.